Manufacturer narrative:
(B)(4). Additional information: upon further review of the complaint file it was determined that the patient had disconnected prior to the alarm and then re-connected. This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3. The technical service representative (tsr) explained the message to the home patient (hp) and informed him to recycle the machine, use a manual bag, and to notify the nurse of the event. The hp did not have manual bags. Product surveillance left a detailed message to the nurse on (B)(4) 2011 to notify her of the event. Product surveillance advised the nurse to contact baxter should she have any questions. No further information is available. No patient injury or medical intervention was reported. The patient has since resumed therapy on hemodialysis.